Event description:
It was reported that the voyager balloon catheter was used in the circumflex. It was then used to dilate the first diagonal and after deflation of the patient started to experience low blood pressure and bradycardia. A contrast injection was done and it was noted that there was a loss of the entire left system. The guidewire and balloon catheter were removed from the pt and a nitro injfection was given to see if the shutdown was due to a vessel spasm. The pt symptoms resolved with the nitro. Upon inspection of the balloon catheter, it was noted that the tip of the balloon catheter was separated and was present on the guidewire. No portion of the device remains in the pt body. Reportedly, the pt is doing well.

Event description:
It was reported that the voyager balloon catheter was used in the circumflex. It was then used ti dilate the first diagonal and after deflation the pt started to experience low blood pressure and bradycardia. A contrast injection was done and it was noted there was a loss of the entire left system. The guide wire and balloon catheter were removed from the pt and a nitro injection was given to see if the shutdown was due to a vessel spasm. The pt's symptoms resolved with the nitro. Upon inspection of the balloon catheter, it was noted that the balloon was seperated and was present on the tip of the guidewire. No portion of the balloon catheter remianed in the pt's body. Reportedly, the pt is doing well.